Event description:
Info received indicates the head drive is drifting down.

Event description:
It was reported that during a lap gastric bypass procedure, the blade broke off of the device. The problem occurred while cleaning the tip outside of the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Customer advised that the device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.